Manufacturer narrative:
(B) (4).

Event description:
Pt reported loss of therapeutic effect; she was leaking at night. Pt said she turned her system off at night 3 weeks ago and she started leaking after, at night. Pt spoke with a company rep, and was able to reprogram her device and was no longer having problems with it.